Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify unexpected battery power loss anomaly due to blank display.

Event description:
It was reported that insulin pump had low battery alert less than a week. The blood glucose level was 129 mg/dl at the time of incident. The insulin pump will be returned for analysis.